Manufacturer narrative:
Device received with intermittent buttons, problem isolated to keypad assembly. No stuck button alarms noted. Device received with connector at electrical board properly connected. No damage or moisture damage on keypad assembly noted. Device passed displacement test. Adjusted the audio options audio volume 1-5 and verified audio tone does not adjust accordingly. Hardware low level failures alarm noted during self test and confirmed in pump history due to broken trace at pin # 1 and 6 on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were unresponsive and insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 231 mg/dl. Customer stated that the buttons were not responding the customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.